Event description:
It was reported by service report that the footboard was damaged on the intouch bed and there were sharp edges that could cause lacerations/cuts. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Footboard.